Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had failed battery test, software error detected and replace battery now alarm. Customer¿s blood glucose level was 156 mg/dl. Customer stated that the pump said battery failure and pump turned off auto mode and will not accept calibration. Customer stated that they found failed battery test and software error detected in the alarm history. The customer was assisted with troubleshoot and found the software error. The customer was advised to perform a self test and test passed. The customer was assisted with troubleshoot for battery failed alarm. Pump alarmed with replace battery now. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.